Event description:
Revision surgery - the pt fell and dislocated, damaging the polyethylene insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a damaged poly insert after 9.7 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one due to dislocation and one for stability/poor joint. This is the first complaint for this lot number. The root cause for the damaged poly was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.